Manufacturer narrative:
Customer refuses to return.

Event description:
It was reported that there was a slice in the wire. There was no patient involvement, no adverse consequences and no medical intervention reported with this event.